Event description:
A caller reported a tandem mobi cartridge alarm, and it was confirmed by technical support (cts) that no previous alarms of this type were reported with this pump. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the faulty pump, instructing the caller to use the current pump as backup and to program their settings and connect their cgm to the new device. The customer was also advised on how to return the problematic pump to avoid additional charges and informed about the availability of the software update for their replacement pump. The caller understood and acknowledged these instructions, and cts sent a replacement pump.